Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported, during use that cardiosave iabp (intra-aortic balloon pump) had autofill failure. Unit reported alarm "iab disconnected" and stop pumping. There was patient involved.

Manufacturer narrative:
Updated fields: b4,g1, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Confirmed "iab disconnected" alarms in logs. Unit autofills correctly. Unit pumps normally with trainer and test balloon. Unit pumped at 80, 100, and 130 bpm with no issues.unit passes all leak tests. Unit pumped for two hours at varying bpm with no issues. Unit properly alarms "iab disconnected" when iab is removed during pumping. Unit properly alarms "iab restriction" when iab tubing is restricted. Unable to duplicate issue. Unit passes all tests and calibrations to manufacturer standard and has been returned to the customer.